Event description:
The customer reported that previous pt data could not be found on the system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The general purpose operating system was replaced. The system was tested and found to be working as intended and put back into service.